Event description:
Information received by medtronic indicated that the customer experienced high blood glucose with a blood glucose value of 232 mg/dl at the time of the event. The customer also reported receiving an insulin flow blocked alarm on the pump during priming (set change). Troubleshooting was performed for the reported events. The customer was treated for high blood glucose using the insulin pump. As per troubleshooting performed for the insulin flow block alarm, the customer confirmed insulin exited at infusion set quick release during 5u fill cannula. The customer removed the infusion set, examined the cannula, and indicated the cannula was not bent. The customer reconnected tubing at quick release, delivered a 5u fill cannula, and confirmed insulin exited. A high-pressure test was performed to check the pump function, and the test failed twice. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.08730) inches. Successfully downloaded history files and traces using thus. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 15:42:30.000 bolus, (B)(6) 2024 15:43:07.000 bolus and (B)(6) 2024 16:02:40.000 bolus in pump downloaded history during bolus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (stained). Device test failed was not confirmed. No delivery/occlusion alarm during priming. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Unable to verify customer's high bgs. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.